Event description:
During a live case our verrata ffr wire was used to assess a left main and lad. The wire tip broke in the guide and was later retrieved. Below is how the procedure took place. The procedure started as a cougar wire was wired into the lad diagonal branch. Then a verrata device was wired into the lad. An ifr was taken and resulted in a .58 ifr. The physicians realized that the 6fr guide catheter (not a volcano device) had dissected the left main coronary artery. They left the verrata wire in the lad and the cougar wire in the lad diagonal branch. They passed a 4.0 x 12 medtronic resolute stent over the cougar into place (not expanded) and then pulled the verrata back into the guide. The stent was inflated and they went to pull the stent catheter back. The stent catheter was pulled back so it overlapped with the verrata wire. They then tried to pull the verrata out and the wire appeared to have been wrapped around or caught on the stent catheter. As they tried to remove the wire, it unraveled and broke. The unraveled portion of the wire was contained in the guide. As they attempted to insert other wires and balloons down the guide, a portion of the wire was pushed into the aorta. A balloon was used to tap what was left of the wire into the guide. They pulled the right guide out with the tangled wire sticking out. That portion of the wire then got stuck on and in the tip of the sheath. They left it there and continued with the rest of the procedure, placing another guide on the left side and inserting a new wire into the lad. After the pci they snared the rest of the wire from the sheath and closed the groin. No further complications or injuries to the patient were reported. The physicians were dr. (B)(6) and dr. (B)(6).

Manufacturer narrative:
(B)(4). The verrata wire was investigated according to volcano policy. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. Visual and microscopic inspection was performed on the returned device. There were a couple of kinks along the hypotube. The sensor was sunken into the sensor housing. There was discoloration at the locking core solder joint. The distal coil was stretched and had been severed. The core wire had also been severed at approximately 6 mm from the distal end of the sensor housing. The remaining portion of the distal coil was protruding from, and contained within, the distal end of the catheter that was included with the return. After dissecting the catheter, the remaining portion of the core wire was discovered still attached the dome. The distal coil stretch and twist of the core wire imply the failure was likely due to mechanical strain during the procedure. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.